Manufacturer narrative:
The 510k: this report is for an unknown pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure to implant the proximal femoral nail antirotation (pfna) on (B)(6) 2018. The pfna blade had been inserted and drilled to the lateral cortical bone. As surgeon was about to measure the depth of the inserted blade, fractures on the bone head were noted. When the blade was pulled back slightly, a bump on the joint was alleviated. The blade was then locked at that position. Surgery was completed successfully with a delay of approximately 30 minutes. Surgeon commented that the (B)(6) female patient seems to suffer from bone-fragment separation, bone-head sphacelus, and osteoarthritis. Surgeon also noted the insertion of the blade may have caused compression to the bone head. This report is for one (1) unknown pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: reviewing the received x-ray pictures does not allow confirmation of the complaint condition. The quality of the received x-ray pictures does not show / identify the reported bump. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device was used for treatment, not diagnosis. Investigation summary: the pfn, pfna, pfna-ii, tfn document was reviewed and found to adequately address this complaint condition. The product was not returned, based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.